Event description:
It was reported that removal difficulties were encountered. The procedure was a ureteral stent ileal conduit. An amplatz super stiff guidewire was advanced. During removal of the guidewire could not be removed. As the physician was pulling the guidewire back the device began unraveling from the coil. Eventually, the physician was able to remove the amplatz guidewire through the catheter with force. The guidewire was removed in one piece. The procedure was completed with another guidewire. No patient complications were reported and the patient's status was good.